Event description:
The pump was returned for investigation. Investigation revealed the display flex was defective and the display screen had a line running through it. There was no indication that the device caused or contributed to an adverse event. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: visual inspection revealed a line running through the middle of the display screen. The pump cover was removed and the display flex was found to be defecting. A test display was inserted and the contrast returned to normal with no visible line running through it. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.